Manufacturer narrative:
This report is submitted on september 21, 2020.

Event description:
Per the clinic, the patient developed an ulcer, and was treated with a topical antibiotic for one week. The implanted device remains.